Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2015 for further investigation. During the investigation the fse replaced a defective diluent syringe unit which corrected the reported error. Fse ran samples and results were without any errors. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The most probable cause for this event is defective diluent syringe unit. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4013 specimen syringe home not found and home overrun. The technical support group (tsg) advised the customer to reboot the instrument. The instrument was rebooted by the customer but it did not resolve the reported error. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lhii, fsh, progesterone and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.